Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was sleeping at 6am when he experienced a hypoglycemic event. Customer stated that his wife found him unconscious and removed the insulin pump. His blood glucose was in the 20 mg/dl range and he was taken to the emergency room by the paramedics. The customer stated that he was given a substance to treat his low blood glucose, but it rebound and gave him diabetic ketoacidosis. Blood glucose at the time of the hospital admission was 260 mg/dl. The cause of the low blood glucose is unknown; the customer stated he had a complete meal and a snack before going to bed. Current blood glucose was 90 mg/dl. The drive support cap appeared normal and the customer was not connected during prime. The insulin pump would not be replaced or returned for analysis.